Event description:
Customer reported that the css console monitoring computer screen exhibited an error message. The computer was restarted, but the computer did not reboot and the screen remained blank. The pt was switched to a backup css console. There was no adverse pt impact. This alleged malfunction poses a low risk to the pt because it did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The hard disk dr in the monitoring computer was replaced on site by a syncarida console service technician, and the css console successfully passed the console test validation protocol.

Manufacturer narrative:
This failure mode poses a low risk to a pt, because it would not negate the ability of the css console to continue to perform its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. In the event of a monitoring computer failure, user training directs the pt care staff to utilize standard, and readily available, patient monitoring equipment, such as pulse oximeters for monitoring po2 levels, sphygmomanometer for monitoring of blood pressure, and the monitoring of breath sounds for indications of pulmonary edema. Syncardia has completed its eval of this complaint and is closing this file.